Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor. Performed continuity test, and bicarbonate buffer test. Sensors failed per specifications due to high readings.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his sensor glucose reading was 58 mg/dl and blood glucose level was 152 mg/dl. The customer had issues with the sensor readings. The customer was advised that the device would be replaced and agreed to return the product for analysis.